Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an aneurysm of the device. A revision surgery was performed, during which the physician explanted and replaced the prosthesis. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent evaluation. First cylinder was observed to have a hole consistent with sharp instrument damage at the proximal end of the cylinder and passed the leakage test. Second cylinder passed visual inspection with no damage or abnormalities observed and passed the leakage test. The ms pump passed visual inspection with no damage or abnormalities observed and passed the leakage test; however, the ms pump did not pass activation tests 2 and 3. The flat reservoir was observed to have a hole consistent with sharp instrument damage and exhibited a fluid leak attributed to sharp instrument damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the instructions for use (IFU) was completed and did not identify evidence of device misuse, off label use, or failure to follow instructions. Based on the available information and analysis results, the sharp instrument damage identified on the device was considered a secondary failure; therefore, the allegation of bulge could not be confirmed. Product analysis confirmed that the ms pump failed activation tests 2 and 3. A conclusion code of unable to exclude device problem was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Cylinder bulge is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an aneurysm of the device. A revision surgery was performed, during which the physician explanted and replaced the prosthesis. No patient complications were reported.